Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria and was recaptured. The physician administered contrast to view the anatomy again and at this time st segment elevation was noted. The physician gave the patient medication to subside the st segment elevation and after 2-3 minutes the patient returned back to sinus rhythm. The procedure was continued and completed successfully with the closure device implanted in the laa of the patient. It is unknown where the st segment elevation came from whether it was bubbles from the device or contrast injection, but the implanting physician thought it was potentially a micro bubble, although no air was visualized in the patient. The patient made a full recovery and there were no other complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0036924266. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrythmia (st segment elevation) (medication required). Risk review: a risk review was completed and confirmed that the events of arrythmia (st segment elevation) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria and was recaptured. The physician administered contrast to view the anatomy again and at this time st segment elevation was noted. The physician gave the patient medication to subside the st segment elevation and after 2-3 minutes the patient returned back to sinus rhythm. The procedure was continued and completed successfully with the closure device implanted in the laa of the patient. It is unknown where the st segment elevation came from whether it was bubbles from the device or contrast injection, but the implanting physician thought it was potentially a micro bubble, although no air was visualized in the patient. The patient made a full recovery and there were no other complications that were reported to have occurred as a result of this event.